Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating that the voltage was lower than the projected longevity, and was suspected of exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.